Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant in japan reported that the automated impella controller used in a clinical setting had a frozen screen. The buttons were pressed to see if the frozen screen would clear, and the issue was resolved. There was no harm to the patient.